Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported on 16-oct-2024, that the patient encountered occlusion in the tubing. This event occurred on 14-oct-2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.